Event description:
It was reported that on (B)(6) 2014 the patient underwent the removal of pro disk cervical hardware originally implanted (B)(6) 2014. The implant was replaced by one level plate fusing with an anterior cervical interbody spacer and skyline at c6-c7. The patient had complained of pain in his neck, weakness in his hands and extremities, and general weakness on the left side of his body to the surgeon at the four week post-operative follow up visit. The surgeon took images (date unknown) and found that the pro disk c migrated about 4mm into the posterior central canal space. The original pro disk c was removed and was fully intact. It was reported that the surgeon¿s opinion was that he felt the bone was remodeling quicker on the c7 inferior endplate posteriorly causing the migration. The procedure was successfully completed. No surgical delay was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition of device; the inlay remains assembled in the inferior plate. The inferior plate has a portion of one channel broken off and missing along the front edge of the device and on the other side the channel front edge is cracked and pushed inward. There are scratches and dents on the plasma coated surfaces. The superior plate displays dents, rub marks, and heavy scratches on the face and plasma coated surfaces. All observations are post manufacturing conditions consistent with explanation and use. Any attempt to remove the inlay from the inferior plate would result with damage and distortion and any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was with specification at the time if manufacture. In regards to the complaint (device migration), there are no related dimensional features which can be associated with the condition; also the machined dimension cannot be checked on the superior and inferior plates due to the plasma coating. Post plasma coated surfaces will prevent accurate location and could damage the coordinate measuring machine (cmm) probe tips. The superior and inferior plate machining dimensions are normally inspected using a cmm prior to plasma coating. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development evaluated the exponent report with the following results: there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates, the ti coating and the pe inlay, all consistent with tool marks and surgical removal technique. There are signs of impingement on the superior and inferior endplates. The risks of impingement are covered in the prodisc-c design and clinical risk management file. No new risks, user needs, or updates to the product development evaluation for (B)(4) have been identified as a result of the condition of the device. As such no further action is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: prodisc-c is a spinal implant intended as a replacement for diseased/degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The prodisc-c design was reviewed and it was determined that an update is not warranted at this time. Pain is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Loss of primary and secondary fixation resulting in major pain is covered in the risk management file. The loss of fixation was likely due to excessive force applied to the implant by the patient. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. The design is adequate for the intended use of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.